Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the night (B)(6) 2025 at 11:30pm, 2 hours after the patient had gone to bed, the patient¿s husband noted the follow app was displaying low. The husband was in belgium at that moment and as the patient did not pick up their phone, they started yelling their name over the ¿echo thing¿. At that time the patient was lying on the floor in the bathroom and could not remember how she got there. The patient got back to bed but does not remember how. The patient was barely conscious for the first 15 to 20 minutes when she was talking with her husband, and only after half an hour she realized that she was drenched in sweat. Her husband tried to keep the patient awake, but at times the patient´s voice was fading, and she was passing out. The patient managed to take a fingerstick and the blood glucose reading was 28 mg/dl. The patient took 6 glucose tablets and when a new fingerstick was taken the blood glucose reading was 109 mg/dl but it was not known what the cgm reading was at that time. The patient took protein and ate cheese sticks. No further treatment was reported to be needed. No medical assistance was sought by the patient. The patient stated that this happens when the blood glucose reading drops too fast and the cgm reading cannot keep up at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Cgm accuracy.